Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); lot: 5112744.

Event description:
It was reported that the spinal cord stimulator patient experienced inadequate stimulation due to high impedances displayed on the lead from the right side. The patient's device was reprogrammed, however, the issue did not resolve. The patient underwent a lead replacement procedure and was doing well post-operatively.

Event description:
It was reported that the spinal cord stimulator patient experienced inadequate stimulation due to high impedances displayed on the lead from the right side. The patient's device was reprogrammed, however, the issue did not resolve. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
The explanted lead sc-2317-70, serial number (B)(6) was returned and analyzed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. Based on all available information, engineers concluded that inadequate stimulation and high impedance measurements were caused by a lead fracture. The lead became bent/kinked after exiting the clik anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Manufacturer narrative:
The explanted lead sc-2317-70, serial number (B)(4) was returned and analyzed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. Based on all available information, engineers concluded that inadequate stimulation and high impedance measurements were caused by a lead fracture. The lead became bent/ kinked after exiting the clik anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the spinal cord stimulator patient experienced inadequate stimulation due to high impedances displayed on the lead from the right side. The patient's device was reprogrammed, however, the issue did not resolve. The patient underwent a lead replacement procedure where one lead was replaced. The patient was doing well post-operatively.